Event description:
The actuator to the lift arm dropped after the lift of a patient was performed. No injury alleged.

Manufacturer narrative:
A supplementary report will be submitted when the defective part has been returned and evaluated.